Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Customer stated she went to deliver a bolus and received a no delivery. Customer's blood glucose was now 600 mg/dl; treated with manual injection. Customer's current blood glucose was 237 mg/dl. The displacement test and manual prime were successful and motor alarm did not recur. Customer stated event was resolved by an infusion set change.